Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to omsc, omsc could not identify the root cause of the reported phenomenon. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to mechanical stress caused by friction, etc. Or a chemical attack caused by an unrecommended chemical solution. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of a switch malfunction and corrosion inside light guide lens. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of a switch malfunction and corrosion inside light guide lens. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to omsc, omsc could not identify the root cause of the reported phenomenon. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to mechanical stress caused by friction, etc. Or a chemical attack caused by an unrecommended chemical solution. If additional information is received, this report will be supplemented.